Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was asleep when her adc freestyle libre sensor detached from the adhesive after 1 day of wear. Customer further reported experiencing a loss of consciousness due to this issue and no self-treatment or third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported she was asleep when her adc freestyle libre sensor detached from the adhesive after 1 day of wear. Customer further reported experiencing a loss of consciousness due to this issue and no self-treatment or third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor ((B)(6)) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. The adhesive was returned and no abnormalities were observed. No malfunction or product deficiency was identified.